Event description:
It was reported that the implantable neurostimulator (ins) turned on and off by itself. It was noted that the ins was on until the day prior to this report, monday (B)(6) 2013, it was off on that monday morning. Stimulation had been going up the patient¿s rib cage for about a week prior to this report and the patient needed an adjustment. The vibration would quit and that was how the patient knew stimulation was off. Patient felt the vibration in the back. It was noted that the patient programmer did not provide the correct information. Patient programmer was not reading the ins when ins was on/off. Additional information received reported patient had an appointment scheduled on wednesday, (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# unknown, product type: programmer, patient; product ID 37743, serial# unknown, product type: programmer, patient. (B)(4).